Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
New information reported stated that the lead also had exhibited high impedance.

Event description:
It was reported that the right ventricular lead was fractured. The lead was capped and replaced. No patient symptoms or additonal information was reported at this time.